Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was successfully interrogated. Engineering calculations determined that this device had shortened eri to eol time frame, which may be an indication of an out of specification condition. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached elective replacement indicator (eri). As the patient was undergoing hyperbaric therapy, the physician elected to wait to explant the device until after the therapy was complete. End of life (eol) was later reached in less than 90 days, which may be an indication of an out of specification condition. The device was explanted and returned for analysis.